Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 09, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, a stepper and standoff balloon were used during the spaceoar injection. The patient was planned for a high dose rate (hdr) salvage radiotherapy for three fractions. According to the complainant, the patient had cerotic fluid excretion from the rectum and fever after the third hdr session. The symptoms resolved after two days. Two months post hdr treatment, the patient had severe pollakiuria, rectal pain, difficulty defecating and fecal incontinence. On (B)(6) 2019 a sigmoidoscopy was performed and found that the gel had perforated the rectal wall. A protecting loop sigmoid ostomy was performed on (B)(6) 2019. Urine excretion from the rectum was found and an indwelling urinary catheter was placed to resolve the issue. On (B)(6) 2019, a rectourethral fistula was confirmed during a rectoscopy and urethral stricture was found during a ureteroscopy. The patient experienced pelvic pain and hematuria and a urinary diversion by ileal conduit (non-continent urinary diversion) was performed on (B)(6) 2019. There were no patient complications during perioperative and post-operative procedures. The patients pain is improving and the patients condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on october 09, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, a stepper and standoff balloon were used during the spaceoar injection. The patient was planned for a high dose rate (hdr) salvage radiotherapy for three fractions. According to the complainant, the patient had cerotic fluid excretion from the rectum and fever after the third hdr session. The symptoms resolved after two days. Two months post hdr treatment, the patient had severe pollakiuria, rectal pain, difficulty defecating and fecal incontinence. On (B)(6) 2019 a sigmoidoscopy was performed and found that the gel had perforated the rectal wall. A protecting loop sigmoid ostomy was performed on (B)(6) 2019. Urine excretion from the rectum was found and an indwelling urinary catheter was placed to resolve the issue. On (B)(6) 2019, a rectourethral fistula was confirmed during a rectoscopy and urethral stricture was found during a ureteroscopy. The patient experienced pelvic pain and hematuria and a urinary diversion by ileal conduit (non-continent urinary diversion) was performed on (B)(6) 2019. There were no patient complications during perioperative and post-operative procedures. The patients pain is improving and the patients condition post procedure was reported to be stable. Additional information received on november 4, 2019. On (B)(6) 2019 the patient had cerotic fluid excretion from the rectum. No treatment was done and based on the physicians assessments the gel perforated rectal mucosa during or after the third treatment. The patients fever was not related to the device and was treated with paracetamol. On (B)(6) 2019 the patient had severe pollakiuria, rectal pain, difficulty defecating and fecal incontinence. The severe pollakiuria was not related to the device and could have been a consequence of radiotherapy. The patients rectal pain was treated with analgesics and a sigmoidostomy was performed. Lactulose was prescribed for fecal difficulties. On (B)(6) 2019 and (B)(6) 2019 the patient had sigmoidoscopy and rectoscopy. No definitive treatment was done for perforation due to the risk of patients condition of pelvic exenteration. On (B)(6) 2019 a protecting loop sigmoideostomy was performed and a ureteroscopy was done on (B)(6) 2019. The patient underwent urinary diversion on (B)(6) 2019. Based on the physicians assessment, the patients urethral stricture and hematuria were not related to the device. Reportedly, the patient had fiducial markers placed in 2008 when the primary radiotherapy of 72 grays was performed. Salvage treatment with hdr brachytherapy (iridium) was performed on (B)(6) 2019, (B)(6) 2019 and (B)(6) 2019 for 3 treatments of 8 grays each. As of (B)(6) 2019 the patients condition was reported to be good. The rectal pain has decreased, no infections and gets along with two stomas.

Manufacturer narrative:
Blocks b3, b5, b7, and h6 (patient codes) have been updated based on additional information received on november 4, 2019. Blocks d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: patient code 2001 captures the reportable event of perforation. Patient code 1862 captures the reportable event of fistula. Patient code 1690 captures the reportable event of abscess. Block h10: the device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.